Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the device header and lead barrels noted no anomalies. The header was firmly attached to the case, and all seal plugs were intact and undamaged. Pin gauge testing designed to verify proper port dimensions was completed, and each port measured as expected. The device was then exposed to simulated heart load conditions, where the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the report of high pacing impedances.

Event description:
Additional information was received that the device was explanted and replaced due to normal battery depletion. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker and other manufacturer right atrial (ra) lead had signal artifact monitor (sam) episode due to failed lead check. It was noted that the impedances ring to can was greater than 1500 ohms, which was what triggered the sam event and vector switch to right ventricular (rv) lead. The cause for the high impedance remained unknown, however the patient was in chronic atrial fibrillation and does not use the ra lead. The plan was to leave minute ventilation turned on and sam has the vector operating on rv lead. The system device remains in-service. No adverse patient effects were reported.